Event description:
The user reported that bubbles were seen in the manifold during an angiographic procedure. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one suspect device was returned for evaluation. The customer did not specify if this was the initial use of the device. The device history record was reviewed and found no exception documents. The evaluation is in process. A follow-up report will be submitted when the evaluation is completed.